Manufacturer narrative:
Sorin group received a report that the surgeon had difficulty removing the stylet from the cannula after insertion into the patient. There was no reported patient injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
The correct event date is (B)(6) 2015.

Event description:
Sorin group received a report that the surgeon had difficulty removing the stylet from the cannula after insertion into the patient. There was no reported patient injury.

Manufacturer narrative:
Sorin group received a report that the surgeon had difficulty removing the stylet from the cannula after insertion into the patient. There was no reported patient injury. It was initially reported that the issue was with the stylet, but investigation uncovered that it was actually the needle that was difficult to remove. The involved device was returned to sorin group USA for further investigation. The returned cannula was evaluated along with a sample pulled from inventory, which was used for comparison. During functional testing, it was found that the needle of the returned cannula was more difficult to remove than that of the unit pulled from inventory. Visual inspection of the returned device revealed excess solvent at the tubing connection for the luer attachment, and measurements taken of the two cannula confirmed that the returned cannula had a smaller inner diameter than the unit pulled from inventory, which caused the reported issue. The reported issue was caused by a manufacturing error. The individuals responsible for assembling and inspecting this cannula were gathered together, the manufacturing operating procedure was reviewed, and the possible causes for this issue were discussed to ensure that the proper steps needed for this build are clearly understood. No trend has been identified and a correction has been performed. Sorin group will continue to monitor the market for trends related to this issue.